Event description:
It was reported that during the implant procedure and prior to inserting the products into the vasculature, the left ventricular (lv) lead was inserted into the delivery catheter and became stuck in the valve. It was noted the tip of the lv lead was inserted into the catheter, however, it could not be advanced. Extraction of the lead was then attempted, but the lead then became stuck. The valve was removed from the catheter and it was noted the tip of the lead was stuck and kinked in the valve port. The operator attempted to remove the lead several times but the lead was unable to be removed. The lv lead and delivery catheter were not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted the distal electrode of lead was stuck in hemostasis valve. It was removed during analysis and showed no damaged to either the valve or the lead itself. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.